Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the helix on right ventricular (rv) lead was not functioning properly after several attempts, which caused the lead to become displaced from its intended position. The physician elected to not use the lead and implanted a new one. The patient was stable throughout the procedure.

Manufacturer narrative:
Further information was requested but not received yet.

Manufacturer narrative:
The reported events were lead dislodgement and helix mechanism issue. As received, a complete lead was returned in one piece with the helix found retracted and clogged with blood/tissue. The reported event of helix mechanism issue was confirmed. X-ray examination of the helix mechanism found no anomalies or distortion of the helix or inner coil that would have contributed to the helix issues reported in the field. After cleaning and applying torqued directly to the connector pin, the helix could be extended and retracted. The full helix extension length was measured to be within specification. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood/tissue.